Manufacturer narrative:
Root cause analysis: meter-inr: 4.3, lab-inr: 1.95, mean: 3.125, confidence-limits: 1.9-4.6 in. The time elapsed between tests was not given. Summary: end-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Patient condition was reviewed in troubleshoot. It is possible the patient received heparin during blood transfusion. Mean calculation revealed both in ratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to the complaint have not returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter inr: 4.3, lab inr: 1.95. The time elapsed between tests was not given.